Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor; cause was unknown. Bg was addressed via consumption of carbohydrates. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the control iq software did not accurately adjust the amount of insulin delivered. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged ciq issue was verified while the alleged low bg issue was verified in the pump logs; however, no failure was identified.